Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the battery charger would not power on. Upon evaluation, there was no output voltage at the power supply. The cause of the inability to power on is the lack of output voltage. The root cause of the lack of output voltage cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger would not power on.